Event description:
It was reported that leads were bent in the packaging. The bent leads in the packages were found before an operation and new leads were used for the procedure. There was no hazard to the patient. It was noted that the packages were not opened.

Manufacturer narrative:
Analysis of the lead found it had a bed at distal end. Lead was new (out of the box).

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.